Manufacturer narrative:
The customer requested, that an authorized field service engineer (fse), be dispatched to the customer site. Upon evaluation of the device, a visual inspection verified, that the therapy label for the unit was peeling and required replacement. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the therapy label. The therapy label was replaced to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the therapy label was peeling. The device was reported to be in use, however there was no adverse event.